Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
After placement confirmation from abdominal xray, the stylet could not be removed by several nurses. It was stuck and the dobhoff 10f had to be removed and a new one inserted. Even after the dobhoff was removed from the patient, the stylet still would not come out.